Event description:
The customer received a blood glucose reading of lo on the contour usb, re-tested on another contour meter and the reading was 151mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.